Event description:
It was reported that improper labelling occurred. A 300cm straight tip v-14 control wire was selected for use. During preparation, upon opening, it was noted that the length of the distal part where the taper begins and ends was extremely long for the description on box. The procedure was completed with a different device. No patient complications were reported.